Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A physician reported a bleb of subretinal fluid occurred during fluid/air exchange (f/ax). The surgery was scheduled for a macular hole/dehiscence in which the inner limiting membrane was to be peeled. When the surgeon switched from air to fluid (at 40mmhg), as the fluid started flow through the eye, the fluid stream hit the superior nasal retina and made a "retinotomy" causing a "bleb" of subretinal fluid (retinal detachment). Add'l info has been requested.